Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124e, serial #: (B)(6), ubd: 03-jul-2021, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(6), ubd: 12-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of an aaa. It was reported that almost four years later, the patient presented emergently and a CT performed which showed aneurysm enlargement. No endoleak could be clearly identified on the CT. Intervention was performed where a endurant stent graft system was implanted. The sac measured 73mm at the time of intervention. The cause of the aneurysm enlargement is unknown. No additional clinical's sequalae were provided and the patient is fine.